Manufacturer narrative:
The z6ms transducer was not returned in 2023 following this event. Multiple attempts were made to gather information but no response was received. The transducer was returned in may 2024 as warranty return. Engineers investigated and found cable damage which can lead to smart button malfunction, image quality problem and/or system error intermittently. Device history record (DHR) was reviewed and there is no information which indicates non-conformance. However, there is no information available to prove that cable damage resulted in the data loss event in 2023. Therefore, the root cause of the reported data loss issue could not be determined. Reference# (B)(4).

Event description:
It was reported that the z6ms transducer ( s/n : (B)(6)) is causing the ultrasound system to capture multiple images. And then when saving patient a patient the system will delete completed exams. There was no patient injury. No further information is available. This MDR is being submitted following a retrospective review.

Manufacturer narrative:
The initial MDR (MFR#: 3023245-2024-00028) was submitted following a retrospective review performed by siemens. This report is being submitted to provide additional information related to the investigation results. The transducer was manufactured on nov. 8th, 2021. No information which indicates non-conformance on device history record (gen5 new cable-w210012700002_20211016). The transducer was returned as warranty-out (code 300) in may 2024. The frr slip noted the reason for return to be electrical leakage failure. Electrical leakage test passed at full level, however system test confirmed smart button malfunction when cable was bent at strain relief area. Destructive analysis found an electrical open/short fault at cable assembly strain relief area which could affect smart button malfunction, image quality problem and/or system error intermittently. The root cause was determined as manufacturing issue with the coaxial cables. Cable assembly design change with new strain relief has been released via eco#: 705619 and 706446 (cable assembly s/n: (B)(6): w200009310001_20200730 xdcr, s/n: (B)(6). Reference#: (B)(4).